Manufacturer narrative:
Visual and dimensional analysis was performed on the returned devices. The reported difficulty advancing, and communication issue were unable to be confirmed due to the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue.the investigation determined that the reported difficulties were likely related to circumstances of the procedure. The optical fiber break at the site of the black sheath separation suggests that the force-event which caused the post-use sheath separation, likely also caused the optical fiber break. While the reported advancing issue could not be confirmed, it is likely that either the patient¿s anatomical condition(s) or the guide catheter size affected the delivery and withdrawal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 1562 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the black sheath of the dragonfly optis imaging catheter became separated during the device return handling process and was not observed during device preparation nor during the procedure. No additional information was provided.

Event description:
It was reported that the dragonfly optis imaging catheter was to be used in the left anterior descending (lad) lesion. Resistance was met with the anatomy during advancement. Then after the imaging catheter crossed the lesion, when attempting to perform a run, the pullback button was pressed but a connection error occurred. Therefore, the imaging catheter was removed and another dragonfly optis imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The device return analysis revealed that the black sheath of the dragonfly optis imaging catheter was noted to be separated in two pieces 307mm from the proximal end of the inner shell; however, the catheter remained in one piece. Reportedly, the user stated that the separation was observed during preparation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.